Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
Currenltly provided information n is analyzed the additional information will be provided upon investigation conclusion.

Manufacturer narrative:
Initialy the customer reported the sling defect. The loop sling inspection conducted by the arjo representative revealed that the stitches at the loop were partially torn. It did not result in any injury. The sling was not in use at that time. Based on the collected information, the sling inspection was conducted following the alleged event; while transferring a patient using the loop sling and the maxi sky 600 ceiling lift, the customer staff noticed that the stitches at the stiffeners of the sling had come loose. The patient was transferred back to the bed, and the sling was removed for further inspection. The pictures showing the loose stitching at the loops were send to the manufacturer for further analysis. The manufacturer confirmed that the pictures showed that sling stitching was correct. The loose stitching showed on the picture refers to extra stitching which is not responsible for a bear patient' s weight. Also, please note that the stiffener pocket is sewn on the sling and is not responsible for patient's weight bearing. Moreover the instruction for use of the loop sling stated that before and after every use the caregiver should check the sling for signs of any deviations: "check part of the sling the complete sling should be checked for all deviations, listed below. If any of these deviations are visible, replace the sling immediately: fraying loose stitching tears holes discoloration or stains from bleaching sling soiled or stained unreadable or damaged label¿ based on the information provided in the instruction for use the sling showing signs of unstitching should be withdrawn and replaced. In the investigated complaint the customer noticed the stitching malfunction and, following the IFU, reported sling failure to arjo. The claim was initially assessed as reportable due to torn stitches at the loops. During the investigation process it was turned out that there was no malfunction found which might led to any adverse event. The loose stitching refers to extra stitching which is not responsible for a bear patient' s weight. There have been no serious injuries in the past with this type of stitching failure. Therefore, this type of complaints are considered as not reportable to the competent authorities.

Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.

Event description:
Arjo was notified of an incident involving a loop sling and a maxi sky 600 ceiling lift. It was reported that while transferring a patient, staff noticed that the stitching at the stiffeners of the sling had come loose. No injuries were sustained by the patient. The patient was transferred back to a bed, and the sling was removed for further inspection. It was also discovered that the stitches at the loops were partially torn.